Event description:
Follow-up with the other company representative provided that the diagnostics were reported to be normal and the programmed settings were as intended. The patient had experienced a cluster of seizures the night before and it was believed that the generator was responding to the seizure activity. The company representative was present with the patient for approximately 45 minutes while at the ER, and did not observe any seizure activity or device issues during the time present with the patient. It was clarified that the report of "shocking" was the patient feeling the device go off, but that it was not necessarily painful to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient went to the ER because his device was continuously firing for six hours. The ER physician was requesting assistance in turning off the device as the patient did not have his magnet. The physician stated he was having clonic tonic seizures, and wanted to turn off the device. A magnet was found in the hospital and was used to attempt to deactivate the device, but it was unknown if the magnet was of sufficient strength to do so. Follow-up to the company representative clarified that later, the patient had left the hospital during attempts to be treated and went to another hospital. The device was checked by another company representative for the area and the device was adjusted at the second hospital. Later on 06/14/2016 the company representative received a call from a third hospital reporting the patient can no longer feel the device. The patient has not seen his currently treating neurologist as the patient is planning to move. Additional relevant information has not been received to-date.